Event description:
It was reported that the event involved "a healthy young male" patient, (B)(6). While in the cath lab the intra-aortic balloon (iab) was inserted sheathless via the patient's left femoral artery. The patient was moved to the "apex coronary care unit." Sixteen hours later the intra-aortic balloon pump (a competitor's pump) alarmed and the iab was not inflating; it had ruptured. The balloon was in the patient's aorta, due to which there was clot formation and dissection rupture of left iliac vessel causing retro-arterial bleeding and shock. Immediately after the iab was removed the patient required an embolectomy to save limb and life. A stent was required to cover the leak. A second iab was not inserted due to unsatisfactory result. There was a reported "total interruption in iabp therapy." The event did cause harm to the patient noted as shock. Medical/surgical intervention was required and listed as pta (percutaneous transluminal angioplasty) and embolectomy. The patient had a prolonged stay in the intensive care unit (ICU). The patient recovered from the shock by the pta and the embolectomy procedures done by the team of doctors. Additional information received stated that the patient presented in cardiogenic shock, recovered after pci (percutaneous coronary intervention). The patient later developed hypovolemic shock after balloon rupture and artery dissection. The paramedical staff reported the patient was discharged from the hospital and may come in biweekly for routine check-up.

Manufacturer narrative:
(B)(4). Device will not be returned for evaluation.